Manufacturer narrative:
An event regarding pain and revision surgery involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were received for evaluation. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient presented with knee pain so dr. Removed insert and replaced with a new one.

Event description:
Patient presented with knee pain so dr. Removed insert and replaced with a new one.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. No other information was made available per hospital protocol. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.